Manufacturer narrative:
The tech found the hydraulic manifold was contaminated. The tech replaced the hydraulic manifold to resolve the issue.

Event description:
The tech alleged that the bed had no head up or hilow up function electrically or manually. No injury reported.